Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump and guided the caller through the process. After the reset, the cgm error did not reappear, and the caller successfully started a new sensor session.